Event description:
The doctor was snaring a ureteral stent that had been in place for over one year. Several snares and attempts were made to capture the stent until success was achieved. Eventually the expro elite snare fractured during retrieval of the stent from the pt. A fragment of the snare loop remained in the renal pelvis and was removed during a follow up procedure the next day.

Manufacturer narrative:
The snare loop was abruptly bent and severed approx 22mm distal to the loop to core attachment. Per the physician description, the device was used for multiple attempts which would involve rigorous manipulations. Once locked around the stent, add'l manipulations would be necessary to free the one year old stent from the body tissues. Rigorous manipulations with the loop trapped around the stent would lead to fatigue and eventual fracture of the loop from the device. The IFU contraindicates using the snare to remove an object that is entrapped by tissue growth.